Event description:
It was reported that an insect was found within a syringe component.

Manufacturer narrative:
It was reported that an insect was found within a syringe component. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. A sample was returned for evaluation and an insect was observed to be within the barrel of the syringe component in the same space as the plunger. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed. If additional relevant information becomes available a supplemental medwatch will be filed.